Event description:
The patient developed vegetation on the lead system.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected into two segments at approx 9.5 cm distal to the is-1 connector pin. Both lead segments were returned for analysis. The analysis of the returned fragments revealed a damaged insulation between 5 cm and 7 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely due to the explantation procedure. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.